Event description:
Returned to see the doctor on 2/17/98 with complaint of fluid coming out of perineal incision when he voided. Also pt had complaint of minimal tenderness around sphincter with induration. Ams 800 sphincter cuff inplanted on 1/27/98 ams 800 sphincter cuff explanted on 2/20/98.